Event description:
Additional information reported a hole in the patient's catheter during surgical observation. Examination and palpation of the patient on (B)(6) 2010, found edema present at the lumbar incision site. The area was noted to be "spongy."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type catheter. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 20-jun-2017 indicated device surgical revision took place (B)(6) 2010 where 3.5cm of the catheter was removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6). It was noted no cause was determined for the hole in the catheter.

Event description:
The pt experienced a hygroma at the catheter anchor site; cystic lymphangioma was reported. There was swelling at the catheter implant site. The catheter was revised on (B)(6) 2010. The pump contained fentanyl 2,000 mcg/ml. On (B)(6) 2010, the pt outcome was resolved without sequela.